Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported death cannot be determined; however, per the account, the mitraclip was believed to not be the cause of the death. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is conservatively filed to report the patient death. It was reported that on (B)(6) 2018 the mitraclip procedure was performed in the patient with severe functional mitral regurgitation (mr). The mitraclip was implanted reducing mr to mild. In (B)(6) 2019 the mitraclip was confirmed stable on an echocardiogram. On (B)(6) 2019 the patient expired from an unknown cause. There are no medical records available. The investigator does not believe the mitraclip was the cause of death. There was no additional information provided.